Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-00141. It was reported the patient is experiencing uncomfortable stimulation since approximately two months and hence patient turned off the stimulation. Patient reported feeling better with stimulation turned off. Impedance check and reprogramming was performed, and no anomalies were observed. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-00141. Additional information received indicated the patient was experiencing ineffective stimulation. Reprogramming was performed; however, it was unable to provide effective therapy. In turn, surgical intervention was undertaken wherein the entire system was explanted. This addressed the issue.